Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:0(B)(4), serial:(B)(6), batch:a000059931.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result they had their system explanted on an unknown date in 2023. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch:a000059931.